Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the wire attached to one of the jaws broke and the forceps became stuck inside the endoscope. The device was removed from the scope and the procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the wire attached to one of the jaws broke and the forceps became stuck inside the endoscope. The device was removed from the scope and the procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found that the tang hole of the device jaw was broken. The fractured part was sent for sem material analysis, and it was determined that there were no material anomalies and the broken tang hole occurred as a result of a twist or torsional overload. Functionally, the returned unit could not tested due to the sample return condition. The condition of the returned incident device was not consistent with the complaint that the a wire was broken. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).